Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2024 from 10:43:11.000 until 12:55:40.000 during bolus deliveries. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: power loss alarm on (B)(6)2024 at 15:19:28.000 and 15:19:36.000. Multiple failed batt/battery failed alarm on (B)(6) 2024 from 15:01:11.000 until 15:03:36.000 pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No blank display during testing. No insulin flow blocked/no delivery alarm noted. No replace battery now alarm during testing or in the pump history. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.6 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for replace battery now alarm and blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and there was something wrong with her pump. The customer reported blood glucose value of 480mg/dl. The high blood glucose was treated with insulin pump (subcutaneous insulin infusion), manual injection/insulin pen and hospitalization: overnight stay. The event involved product(s) mmt-396a, mmt-332a, mmt-7040a and mmt-1884. Troubleshooting was performed. It is unknown whether customer has been using insulin pump system within 48 hours of reported high bg event. No further patient complications were reported. Product return is required for mmt-1884.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 09/24/2024 from 10:43:11.000 until 12:55:40.000 during bolus deliveries. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: power loss alarm on 08/28/2024 at 15:19:28.000 and 15:19:36.000 multiple failed batt/battery failed alarm on 08/28/2024 from 15:01:11.000 until 15:03:36.000 pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No blank display during testing. No insulin flow blocked/no delivery alarm noted. No replace battery now alarm during testing or in the pump history. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.6 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for replace battery now alarm and blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.